Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure , since the device manufacturer date is greater than one year from the event date. A getinge field service engineer (fse) reported, the fiber optic sensor (fos) assembly failed. The fse replaced the fos assembly and performed a pre use check. The iabp passed all tests. The fse performed a full calibration, as well as full functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
The customer reported the cs300 intra-aortic balloon pump (iabp) had a fiber optic sensor failure. The circumstances of the event are unknown, however, no patient was involved and no adverse event has been reported.